Event description:
It was reported that a user experienced hyperglycemia while using the ilet and expressed dissatisfaction with the pump, with the care team noting a pattern of elevated glucose followed by suspected overcorrection and subsequent hypoglycemia, though the user denied manual interventions. Symptoms included episodes consistent with hyperglycemia and hypoglycemia. Outcomes included no reported medical intervention, hospitalization, or emergency care. Investigation included a review of available usage context and request for additional customer information. Investigation of this case revealed that the cause of hyperglycemia and hypoglycemia was unclear and could not be confirmed. It was concluded that the event was not reproducible and that no device malfunction could be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.